Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd IV primary IV tubing as lvp 20d dehp 2ss cv separated, leaked, resulted in serious injury. The following information was provided by the initial reporter: separation of the alaris pump intravenous primary line tubing found at the lowest y-site port. IV line was running levophed at the time of incident identification. IV line was replaced and the defective line was kept to provide evidence for its defect. Once the line was changed, the patient was able to be titrated down in several vasopressors (levo, phenyl, and vaso). However, this defect before being noticed may have been a factor in the patients hypotension observed. This hypotension led to various medical interventions including the addition of phenylephrine, piptazo, hydrocortisone, and a dose of methylene blue to the mar which were all given. Repeat blood cultures were also collected and patient was placed on bipap for potential fluid overload as a result of this hypotension as well. Who was affected? Patient unexpected or prolonged care? Yes.

Manufacturer narrative:
It was reported that the tubing separated from the lowest y-site. One section of model 2420-0500 was returned for investigation. The set was examined for defects and abnormalities. It was observed that the tubing was separated from the y-site. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root causes could be due to the solvent dispenser not working properly, assembly personnel in training could have caused the miss bonding, or if the bonding/assembly method was not performed correctly. Corrective maintenance will be performed of the solvent dispenser to replace and clean parts of the machine. A DHR was performed on the possible lot: a device history record review for model 2420-0500 lot number 23113001 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.